Event description:
It was reported that during preparation, stent damage occurred. While opening the package, it was reported that the stent strut was found to be flared at the proximal end. This occurred outside the pt's body. The procedure was successfully completed with a 3.0x12mm non-bsc device with no harm to the pt. No pt injuries or complications was noted. Pt's condition listed as "ok".

Manufacturer narrative:
(B)(4).